Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, there was a titanium tip breakage. The breakage piece was retrieved by forceps and was discarded. Changed to another like device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information: just received the correct sn no. For the complaint should be n90k1l. Describe event: solid tone with error code 'tighten assembly'. Changed the third one to complete the procedure. There was no report on patient injury.